Manufacturer narrative:
Medical assessment of the event indicates that an ultrasound examination is non-invasive and has no impact on a patient's physical state.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result from the modular pre-analytic (mpa) system was 6.03 miu/ml. This result was reported outside of the laboratory. Due to this result, the patient had an ultrasound. The doctor requested the sample be repeated and the result was 0.1 miu/ml. The sample was repeated a 2nd time. The 2nd repeat result was not provided, but the customer stated it was consistent with the 1st repeat result of 0.1 miu/ml. The repeat results were believed to be correct. The patient was not adversely affected due to the ultrasound and was discharged. The hcg + b reagent lot number was 15654201 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and did not identify an issue. Instrument tests were performed and the results were within specification. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Quality controls were within the expected ranges prior to the event. No specific alarms were observed during a review of the alarm trace. The customer states there are no other devices (centrifuges, cordless or wire phones, or any other equipment) within 10-15 feet of the analyzer. Maintenance is performed as recommended. Since the sample preparation information provided by the customer was limited, a possible root cause may be related to pre-analytic or contamination issues. A general reagent problem is not suspected.